Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Corrected manufacturing site.

Event description:
It was reported that the pt underwent an acdf from c4-c7 due to cervical spondylotic radiculopathy using rhbmp-2/acs. Six months post-op, the pt was diagnosed with a pseudoarthrosis at c6-c7. The pt underwent a posterior revision 12 months post-op due to the pseudoarthrosis.